Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, head part main body worn, lock lever corrosion, main body discolored, main body deposit, main body imaging/cable part cable flooding, connector part electrical contact discolored, and scoping mount corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the camera head and scope mount loosening. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the rigid mirror could not be retained because of loosening of the camera head. The root cause could not be identified. Olympus will continue to monitor field performance for this device.